Event description:
Event description guidant received information that this device reported a shorted lead condition at interrogation. The atrial lead impedence is low, and the ventricle lead impedence is high.